Event description:
It was reported that the doctor noted a linear scratch on the CT lucia 602 lens post implantation caused by the zeiss r28 injector. There was no damage observed to the lens prior to folding/loading into the injection cartridge. The lens was explanted and replaced with another CT lucia 602 lens.

Manufacturer narrative:
Based on the information provided and our experience with the lucia product, the following factors may have caused or contributed to the reported issue: off label use with haptic in sulcus. Mechanical stress from manual manipulation the bending of the lens may also have resulted from the technique used during the manual folding process. If excessive pressure was applied or if the lens was not supported adequately along its axis, this could have led to stress concentrations on the haptic or optic regions. Such stress points can cause the lens to deform during subsequent manipulation or insertion attempts. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.